Manufacturer narrative:
Breas medical inc received the device on (B)(6) 2026 and has analyzed the log files during the time that the event was alleged to have occurred: (B)(6) 2026. During log analysis, it was found that there is no data from (B)(6) 2026 indicating that the device was not in use during that time. Breas medical is continuing to work with the customer to obtain more information to complete the investigation.

Event description:
On (B)(6) 2026, breas received a product complaint stating that "the screen works and displays well but it begins to glitch and show lines, sort of like how old tvs glitch from signal." After breas engaged with the customer, on (B)(6) 2026 the customer provided additional information that a patient had died.